Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose meter read 455 mg/dl. The customer was not sure that their meter was accurate since their prior reading was 62 mg/dl. The customer's blood glucose was 261 mg/dl at the time of call. Troubleshooting was declined for the high blood glucose. It is unknown if the auto mode feature was active during the incident. The insulin pump was not returned for analysis.